Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex embolization shield embolization device was returned for analysis within shipping box; and within a plastic bio-pouch. ¿damage location details: no bend was observed on the pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the proximal bumper, re-sheathing pad, re-sheathing marker, distal marker, and tip coil. The braid was already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex shield braid ends were found fully opened and damaged. No other anomalies were observed. ¿testing/analysis: n/a ¿ conclusion: based on the analysis findings, the pipeline flex shield could not be confirmed to have failure to open at distal as the device was resheated. In addition, the proximal and distal ends could not be identified. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was normal, and the braid was not positioned in the vessel bend, which eliminates these factors out as potential causes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open distally and had a frayed appearance on the distal braid. The patient was undergoing surgery for treatment of a fusiform, unruptured right internal carotid artery (ica) aneurysm with a max diameter of 30 mm and a 30 mm neck diameter. It was noted the patient's vessel tortuosity was normal. Dual antiplatelet therapy (dapt) was administered, platelet reactivity units (pru) level was 200. The angiographic result post procedure was successful pipeline placement. It was reported that the physician had placed a non-medtronic sheath in proximal right ica and the navien was placed proximal to diseased ica approximately horizontal petrous, the phenom 27 was advanced over a non-medtronic guidewire into the right m2 branch. The pipeline was advanced to the tip of the phenom 27, and the physician unsheathed the tip coil and pushed the delivery wire to open device. The physician pushed approximately one third to one half of the device, and the distalpipeline was not opening. The physician pulled back the device to m1; however, the distal device still would not open. The physician recaptured the device to push ptfe sleeves forward, then pushed delivery wire to deliver the device and the distal braid was still not opening in a uniform fashion. The physician delivered at least one third to one half of the device. The physician loaded and pulled back the system and the distal braid was appearing to have a frayed appearance. The magnification of the x-ray made it appear to have some loose ends on the distal side of pipeline. The physician decided to take this device and try the same size with a different lot number and the second device behaved completely normally. There was failure to open in the distal section. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was used for an indication that is not approved (off-label) as it was used in a pediatric patient. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a bmx96 sheath, navien 058 115 rfx058-115-08 (lot: d021907) guide catheter, phenom 27 fg15160-0615-1s (lot: 229627676) microcatheter, sychro 14 200cm guidewire.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.